Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was unable to convert the patient's arrhythmia. The system was replaced with a transvenous system. However, the sicd system remains implanted. The doctor is considering extracting the system and asked if the system should be left implanted. Technical services advised some risks. The system remains implanted. There were no additional adverse patient effects.